Event description:
Pt was scheduled for battery genrator replacement or battery was at elective replacment when the lead was noted that there was sensing problems. It was elected to proceed with lead replacement at the time of battery replacement.